Event description:
During a patient use event, the user is reporting the device did not analyze the patient's rhythm. The patient did not survive.

Manufacturer narrative:
Corrected customer's problem description and the device code upon further review of the complaint.

Event description:
During a patient use event, the user is reporting the voice prompts were not audible. The patient did not survive.